Event description:
Report of pca bolus delivery without pt request received from abbott international affiliate (abbott france). The report states: "in the pt room, the nurse observed that the pump emitted loud signals like those for morphine delivery although the pt did not touch the pump pendant. The pump was disconnected from the pt." Complete device settings were not available. The report states that 4 mg of morphine were delivered at 1 mg every 10 minutes. "This resulted in pt somnolence." No additional info was available.